Event description:
It was reported that stent damage occurred. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion. The device was removed and it was noticed that the stent strut was bent. There were no patient complications nor injuries reported.